Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced ongoing blood glucose levels in the 300¿s (mg/dl) range. A system check was performed with tandem technical support and an air bubble was observed in the tubing. Reportedly, the customer successfully primed the tubing, until no bubbles were observed. Although requested by tandem technical support, the customer declined to inspect the infusion site. Reportedly, the customer had manual injections available as alternate insulin therapy.